Event description:
Subsequent to the previously filed report, additional information was received: after the slda, the mitral regurgitation was 4+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported tissue injury and mitral regurgitation (mr) are due to the single leaflet device attachment (slda). The cause of the reported slda was due to procedural circumstances (later unrelated procedure caused expansion of heart chambers). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, additional information was received stating; after the successful mitraclip procedure on (B)(6) 2021, a separate procedure was performed shortly afterwards where fluid given to the patient wasn¿t monitored which caused all heart chambers to expand. Due to the single leaflet device attachment (slda), there was evidence of tissue damage. Reintervention was performed to stabilize the slda.

Event description:
This is filed to report a single leaflet device attachment. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip (01208u106) was successfully implanted reducing the mr to a grade of <1. On (B)(6) 2022 it was noted that the implanted clip had a single leaflet device attachment (slda). The clip was detached from the anterior leaflet. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.